Event description:
One screw of a two level cervical case was taken out of the patient after it was identified that a screw had backed out post op and that the patient was experiencing a sensation in her throat when swallowing. The patient was fusing so the system was left in without a screw at the lower level.